Event description:
Procedure type: unk. According to the reporter: a piece fell off the trocar. There was no report of pieces falling into the cavity or impacting the patient. There was no reporting if the operating time nad incision were extended as a result. No patient injury was reported.

Manufacturer narrative:
(B)(4)